Manufacturer narrative:
At this time no conclusions can be made to. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol bard mesh on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per the medical records review, post implant of bard flat mesh, patient was diagnosed with hernia recurrence, fibrosis and adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists adhesion and hernia recurrence as possible complications. Review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol bard mesh on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with incarcerated ventral and umbilical hernia thereby underwent open hernia repair with the implant of bard flat mesh. Per operative notes, "the incarcerated hernia sac was excised. An onlay bard flat mesh was placed into the fascia and tacked." (B)(6) 2013 - patient was diagnosed with recurrent ventral hernia thereby underwent repair with removal of mesh. Per operative notes, "the adhesions and a segment of small bowel were removed. The mesh was identified and removed with staples." Attorney alleged that the patient had adhesions, bowel removal, pain, hernia recurrence and it is also alleged that patient had extensive adhesions involving prior mesh and small bowel resulted in small bowel resection, mesh was partially unincorporated.